Event description:
It was reported that the pt had become restless and was moving back and forth on the bed and when he turned to his right side, the side rail gave way and the pt fell to the floor. The facility did not indicate which side rail allegedly fell. The nurse (rn) supv stated it was unclear if the pt may have been able to unlock the side rail or the staff may have left it down. The pt was sent for a CT scan. The results for the CT scan were negative for injury related to the fall.

Manufacturer narrative:
The bed was tested per quality control procedures including testing of side rail locking mechanisms and met specifications on (B)(6) 2010, prior to placement with the pt on (B)(4) 2010. There were no problems reported prior to the alleged event on (B)(4) 2010. The bed was returned to the kci service center for evaluation. Evaluation of the bed concluded that the bed did not meet specifications; the side rail arm weldment assembly was separated (bent) preventing the side rail from locking in the full upright position. It cannot be determined when the damage occurred.